Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and a deflection stuck issue occurred. It was reported that the catheter would not release deflection angle. The catheter was able to be taken out of the body without issue. It was replaced and case continued. There was no patient consequence reported. Additional information was received. The plunger would move but deflection stayed in curved position. Plunger was able to move up and down. The failure was noticed post initial use. Physician fast anatomical mapped(fam) the right atrium (ra). Then removed to complete the transseptal. When physician gained access of the left atrium and went to reinsert pentaray nav high-density mapping eco catheter, he noticed the deflection issue. No injury was noted by the patient. No other physical damage was noticed. The physician only uses 9f short bright tip for initial fam of ra. No long sheath was used prior to deflection issue. The event was assessed as MDR reportable for a deflection stuck issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 15-nov-2022. The device evaluation was completed on 15-nov-2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed and the curve was deflecting within specifications. No deflection issues were observed. A manufacturing record evaluation was performed for the finished device 30846905l number, and no internal actions was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).